Event description:
It was reported that the customer's blood glucose levels were erratic. His blood glucose levels varied between 60 mg/dl and 300-400 mg/dl. The sure t infusion set did not work for the customer. It was extremely painful, the sites welted up, and his whole stomach was covered with bruises. While meeting with a company representative he did not wear his insulin pump for the whole hour and a half and the insulin pump did not drip insulin during a basal. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.